Manufacturer narrative:
(B)(6). Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that bristles have been falling out of the diamondclean brush head. No medical attention sought.